Event description:
In october 2005 the pt reportedly experienced sound percept problems and intermittency. In november 2005, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. However, the decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.